Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the needle breaks off from the sleeve of 6 devices. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-january -15th. H.6 investigation summary: material #: 368835. Lot/batch #: 3296785. Bd received 50 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for hub - holder separation was observed. Additionally, 10 of the customer samples were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the indicated failure mode for hub - holder separation with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub - holder separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the needle breaks off from the sleeve of 6 devices. No patient impact reported.